Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, tower door 4 experienced repeated door failures. When the door opened, it continued clicking even after it was fully open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the tower door was failed. A field service engineer (fse) removed and replaced the latch detent, after which the tower functioned correctly. The repair was verified using the hardware test application, and all tests passed successfully. The system functioned as intended after field service engineer repaired the device.